Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 24mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks and a break at 21cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Examination of the crimped stent via scope found no evidence of stent damage. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and severely calcified circumflex artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. However, when putting some force to it, the shaft was fractured inside the patient. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.